Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem of 'unit reported system error 345' was confirmed in the event history log (ehl) through a single system error 345 message. Evaluation inspected the pump but did not observe any symptom or potential cause of the reported issue throughout infusion testing process. No correction is necessary at this time to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device alarmed system error 345 (thermistor disparity). No additional information is available.